Event description:
During evaluation, a leak from a crack in the minicap was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unknown date in (B)(6) 2025. D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: (B)(6). H11: the device was received for evaluation. Visual inspection was performed and a crack on the cap was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.